Event description:
The customer initially called to report high blood glucose levels. The customer then stated that the fire department was called to his home to treat him for a low blood glucose reading of 29 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.